Manufacturer narrative:
The device has not yet been received at the manufacturer for evaluation. A follow up report will be filed after the device is received and the quality investigation has been completed. Not yet received by manufacturer.

Manufacturer narrative:
The reported event, battery is leaking, was not duplicated. The technician did not find any signs of leaking during intake inspection. The battery was forwarded to the service technician for further analysis. Upon disassembly, the external contact was corroded, however, no signs of fluid ingress or leaking were confirmed. Based on the device inspection and a review of risk documentation, the presence of corrosion can be caused by improper sterilization. The device was scrapped at the manufacturer.

Event description:
It was reported that the battery was discovered to be leaking during inspection at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the battery was discovered to be leaking during inspection at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.